Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level ranged from 112 to 167 mg/dl. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.